Event description:
The customer reported that during a laparoscopic- assisted vaginal hysterectomy, the device knife was protruding from beyond the jaws and that the device tips became misaligned. The surgeon opened another device and successfully completed the procedure. There as no reported pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.